Event description:
It was reported that this right atrial lead dislodged at implant. Multiple revision attempts ultimately resulted in appropriate placement. Following this, capture could not be verified, potentially due to the programmer. Noise was also noted on the electrograms. A programmer from another manufacturer was used and resulting measurements were satisfactory. No adverse patient effects were reported. This lead remains in service.